Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 45 mm diameter abdominal aortic aneurysm. Length of neck was 25.5mm. The diameter of the neck below the renal arteries was 25.8mm. It was reported that on a follow up CT it was discovered that the patient had an endoleak that was thought to be either a type I or a type iii. The endoleak reportedly flowed through a patent accessory renal artery in the sac. The abdominal aortic aneurysm had not grown and was only 45.8mm at the time of the follow-up. The physician was not sure but thought it was a type iii endoleak through the body of the stent graft. The patient will be monitored. No clinical sequelae were reported. Review of returned cta¿s from four years post-implant revealed that the bifurcate was positioned just below the renal arteries; the ipsilateral limb was positioned within the left common iliac artery, and the contralateral limb within the right common iliac artery. The maximum diameter aaa measured 4.4cm. The proximal stent graft od was 25x27mm. Beginning near the flow divider, contrast is seen within the sac; the contrast has the appearance of a 4 ¿ 5 mm diameter vessel as it courses distally to the lower portion of the sac. The type of endoleak could not be determined. This may also be a type iii fabric endoleak from the area of the flow divider, or retrograde flow feeding the aaa.